Event description:
On (B)(6) 2025, the lay user/patient¿s spouse contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately low when compared to her feelings and/or normal readings and to a hospital meter. The complaint was classified based on additional information obtained when the medical surveillance specialist reviewed the call recording. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2025, at 9:00 am. The reporter claimed he measured the patient¿s blood glucose with the subject meter and received low blood glucose readings of ¿85 and 230 mg/dl¿. The reporter stated that the patient¿s diabetes is managed with oral medication (januvia 100 mg, 1 pill daily) and that no changes were made to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that on (B)(6) 2025, an unspecified time after the alleged issue began, the patient became ¿pale and passed out¿. The reporter stated that he called emergency medical services, and that the patient was taken to hospital by ambulance where she received a blood glucose result of ¿over 400 mg/dl¿ on arrival on the hospital meter. The reporter stated he did not know what treatment was given to the patient. The reporter mentioned the patient was discharged from hospital with the advice given to him by the doctor to get her a new meter. The reporter could not provide any further information. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted an approved sample site was used for testing. The cca noted the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after obtaining alleged inaccurate low readings with the subject meter and it is not known what treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.